Event description:
On sept. 25, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultrasmart meter had missing segments. The reporter indicated that the alleged meter issue started during the last week of previous month. After the meter issue began, the pt developed symptoms of a headache, feeling agitated, and being unable to sleep. As a result of the alleged meter issue, the pt administered self-care by taking increased doses of insulin. The pt took 45 units of lantus and 50 units of r-insulin. On two weeks prior to original date, the pt went to an emergency room (ER) because he could not sleep. The pt's blood glucose was tested on an ER/hospital meter and a result of "430 mg/dl" was obtained. The pt was treated with 30 units of r-insulin. It would have been helpful to know the following information: his testing frequency, his normal/expected blood glucose levels, what blood glucose readings he got before the alleged meter issue started, and his medication and diabetes management regimens. In addition, it would have been helpful to know if the pt stopped testing because of the meter issue, if he tried to interpret his meter results with missing segments, and if he was hospitalized. The meter and strips were replaced. This complaint is being reported due to the following conclusion: the reporter claimed the patient developed symptoms suggestive of hyperglycemia and received insulin treatment in an ER after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.